Manufacturer narrative:
The customer has had no further issues since the service actions and the replacement of the tube.

Manufacturer narrative:
(B)(4).

Event description:
The customer has recently had precision issues with the elecsys troponin t stat assay (troponin t stat) and has been running patient samples in duplicate. The customer identified erroneous results for 1 patient sample tested for troponin t stat. The initial troponin t stat result was 0.053 ng/ml. The repeat result was 0.01 ng/ml with a data flag. The tech operating the analyzer overlooked the repeat result and reported the initial result of 0.053 ng/ml outside of the laboratory at 4:50 a.m. A new sample was obtained at 1:50 p.m. And the result was 0.01 ng/ml with a data flag. The discrepancy between the initial result was noticed at this time. The original sample was repeated 3 times with results of 0.01 ng/ml with a data flag. The repeat results were believed to be correct. The initial result was corrected. The patient had been admitted into the ER prior to obtaining the initial result. No actions were taken based on the erroneous result. The patient was not adversely affected and was discharged on (B)(6) 2017. The troponin t stat reagent lot number was 21415801 with an expiration date of 01/31/2018. The field service engineer (fse) visited the customer site where a slight leak was identified at the fitting of a tube that attaches to the pressure sensor. The tube was replaced along with 3 pieces of the black tubes used with the sipper nozzle to the measuring cell. The magnet to the measuring cell was checked. The main water pump assembly was replaced along with a failed dc power supply. All power supply voltages were checked along with the adjustments for sample/reagent probes, sipper probes and mixing paddle speed. A new troponin t stat reagent was calibrated. Quality control and precision test results were good. The root cause of the issue was determined to be the tube leak identified by the fse. There have been no similar complaints at this site in the past 12 months. No abnormal trends were identified related to the tube.